Manufacturer narrative:
Analysis of the returned lead shows that the lead was caught on a sharp surface, likely the sharp end of an insertion needle during lead withdrawal, resulting in cuts along the surface of the lead. A significant amount of force was then applied ultimately, leading to the damage on the tip of the lead. The manufacturing records were reviewed and no issues were found.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported that during the trial procedure the distal lead tip had been cut when the physician pulled the lead out. The physician had previously noted the lead would not push forward. No fragments were left in the patient and the procedure completed without further incidents. The patient had a successful trial.